Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a difficulty in introducing a uromatic y type tur set into an unspecified bag. This was observed during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: december 2021. H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The companion units were also gravity tested in the laboratory via methylene blue; then leak tested under water via a calibrated provaset and no issue was noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.